Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarms and resumed insulin delivery. Customer believed occlusion was at site, but could not be verified as customer changed supplies prior to contacting tandem technical support. Customer's blood glucose was greater than 200 mg/dl.